Manufacturer narrative:
Brake cam.

Event description:
It was reported by service report that the big wheels zoom carriage not able to disengage. No patient involvement or adverse consequences are reported.